Event description:
A report was received that a patient was being referred for replacement due to low battery. It was then reported that per a call with the patient¿s grandmother, this patient was having more seizures and stated the patient would not get caught in a "loop" when speaking which is new for the patient. The patient's grandmother alleged it due to the low battery status of the vns. The relationship of the change in seizure type and increase in seizures and the reason for the replacement is unknown at this time. An implant warranty and registration form was received for the patient's replacement and indicated the reason for replacement was due to battery depletion. No additional relevant information has been received to date.